Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/03/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-45l quickpass lasso tip broke off during surgery on the labrum. Per facility" it is unclear whether any broken pieces remain inside the body, and we requested the sales representative for more information."

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.